Manufacturer narrative:
Device lot number, or serial number, unavailable. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that in application 1.1.0. "When changing the tip on the instrument tracker, the representative was not navigating, the per-tool slab rendering settings for axial/trajectory-1 views went away for the tool the rep was navigating". There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: date of event corrected to (B)(6) 2018. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.